Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID: 2067, rf (radio frequency) head. Product ID: 229047, analyzer. (B)(4).

Event description:
It was reported the screen does not function correctly. The pen was changed already, but the right side of screen still doesn't work. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis confirmed the stylus would not work on the right side of the screen; bezel overlay assembly found out of electrical specification. It is noted at first boot attempt, the screen had wide white lines and display was rolling; interpose printed circuit board assembly found out of electrical specification. Analysis also found the media bay door is broken.

Manufacturer narrative:
Corrected information: o eval explain code. If information is provided in the future, a supplemental report will be issued.